Event description:
Part of lead explanted due to multiple inappropriate shocks from lead noise and fracture. Lead broke apart during extraction, half of lead left in body. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.